Event description:
The customer reported that the mp70 monitor fell from the mount while a hospital staff member was attempting to reposition the monitor.

Manufacturer narrative:
(B)(4). It was reported that the mp70 monitor fell, "was dropped", from the mount while a member of the hospital staff was attempting to reposition the monitor. This issue is being reported to the competent authority, as it was reported that the monitor fell. This is being considered an unexpected fall of the device, even though the user was interacting with the device. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.